Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 49mg/dl to 53mg/dl. Customer treated low blood glucose by drinking juice so customer¿s current blood glucose was 73mg/dl. Customer performed troubleshoot and drive support cap was found to be normal. Insulin pump will not be return for analysis.